Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Since implant, the patient had a loss of therapeutic benefit. The patient said they fell a couple times, but the loss of efficacy occurred shortly after implant and prior to falls. An impedance check revealed >4000 on every electrode combination except 0 & 1. The initial plan was to replace the lead but the ins was replaced after the pocket site was opened because the lead was out of the ins header. Rep said there was so much blood/gunk in the header that the ins was unusable. As a result of what was reported, the ins was replaced and was connected to the existing lead. All impedances were < 4000. The issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). The cause of the loss of therapeutic effect was determined to be a result of the lead not being seated in the header. The cause of the high impedances, lead/ins disconnection, and fluid collection in the ins header was not determined; the rep said it is unknown as to why all of that happened. The rep further noted the loss of benefit occurred prior to the patient falling. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the ipg 3058 interstim ll (serial# (B)(4)) found the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.